Manufacturer narrative:
The investigation has not yet begun. Additional informations / investigation results will be provided in a supplemental report.

Event description:
It was reported to aesculap that progav 2.0 sys w/sa15 a.sprung reservoir was used during shunt procedure performed on (B)(6) 2021. According to the complainant, when shunt was assembled on the sterile table the physician assistant was unable to prime the shunt using the control reservoir. Further information was received on february 24, 2021 which confirmed that the patient was under anesthesia, there was no delay in surgery, and the surgeon had a back-up shunt to use instead. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: no abnormalities are detected. Permeability test: the test showed that the all separated components of the progav 2.0 shunt system are permeable. The sprungreservoir could be filled with liquid and also drains it again. Adjustability test: the progav 2.0 was found to be adjustable to all pressure settings. The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force of the progav 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the shunt system. Due to the fact that the products were not implanted, we have only separated but not dismantled the valves. Results: we would like to note in advance that the returned product was not submerged in liquid at the time of receipt. The testing of valves sent in in a dry condition is only of a limited value. The product performance can be affected by dry residues of cerebrospinal fluid, blood or test liquid. In spite of this we have tested the shunt system to the best of our abilities. Based on our investigations, we were not able to confirm the claim of "blockage". At the time of the investigation, it is not clear to us how the mentioned functional impairment occurred. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Event description:
No updates.